Event description:
It was reported that one infusor device was observed with black "spot-like smears all over the tubing." This condition was noted prior to patient use, after opening the product packaging. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection confirmed the reported condition as tiny black ink spots located on the outer surface of the tubing; the ink spots were not in the fluid path. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The black marks found on the exterior surface of the tubing segment were consistent with ink stains. Ink is used during the manufacturing process in order to print on the device such as the information on the cover and lot number. 100% inspection is performed on the device to prevent this type of issue. A quality alert was issued. The assignable root cause of the reported condition is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.